Event description:
It was reported by the customer that the bd pyxis¿ medbank tower was unable to login by the user. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was no delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the finger ID was not reading the user's finger and the user forgot their username and password. A technical support specialist logged into mql and gave the user a username. The system functioned as intended after the technical service engineer assessed the device.